Event description:
The manufacturer received information regarding a repaired dreamstation auto CPAP device with complaint of device knob was not working, also humidifier was not working. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Repair evaluation information was received on 10/15/2024 and section h11 should be reported as: the manufacturer received information regarding a repaired dreamstation auto CPAP device with complaint of device knob was not working, also humidifier was not working. There was no report of patient harm or injury. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no particles in air path. The third-party service center concludes that they couldn't confirm the customer's allegation and unit scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h was updated in this report.